Event description:
Related manufacturer reference number: 2017865-2022-14065 and 2017865-2022-14066. It was reported that the patient presented to the clinic for a pacemaker system extraction due to pocket erosion and infection. The pacemaker, right atrial lead and right ventricular lead were explanted.

Event description:
New information received notes that the patient presented during follow-up in clinic. A temporary lead was placed in the right internal jugular vein. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.